Manufacturer narrative:
A review of the complaint revealed that the patient wore the xt for 3 of the 14 days prescribed. The patient tried to contact their healthcare provider via email to schedule an appointment and provide images of the affected area, but unfortunately, the cardiologist was unavailable. Although the patient has a history of reactions to medical adhesive, they did not exhibit any such reaction in this case. The cause of the reported event cannot be determined. However, skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio xt patch on patients with known allergic reaction to adhesives or hydrogels or with a family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio xt patch from the patient¿s chest. This event is being reported per 21 cfr 803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient presented at the emergency room (ER) with skin irritation and signs of a secondary infection, allegedly caused by the zio xt. The patient reported that their symptoms had worsened over time. Prior to the ER visit, the patient had removed the xt device and observed that only the area under the monitor housing was affected, while the skin covered by the device adhesive appeared normal. The patient was diagnosed with a "super dermatitis infection" and prescribed a 7-day oral antibiotic (2x day) and a cream for itching as part of post-care.